Event description:
The customer reported the system is displaying an x-ray on error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the monoblock assembly. System operates as intended. This MDR is related to ge healthcare complaint.